Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the one week post operative device check, it was noted that there were high thresholds and decreased sensed waves on the right ventricular (rv) lead. A chest x-ray was performed and it was determined that the implantable pulse generator (ipg) had been dislocated downwards compared to the original implant position. This had caused both the rv and right atrial (ra) leads to dislodge. The leads and device were repositioned and remain in use. No patient complications have been reported as a result of this event.